Manufacturer narrative:
Handicare USA, the importer, notified the manufacturer, handicare ab, of the incident on (B)(6) 2020. This unit has not yet been returned. When received, it will be sent to handicare ab for investigation. A follow-up report will be submitted with the findings of the investigation.

Event description:
Patient was getting up with a 2 staff assist. Patient was on the equipment when the left leg broke causing the patient to fall to the floor. He has left hip pain, and left gluteal abrasion.